Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device change-out procedure, it was noted taht the left ventricular (lv) lead had dislodged from its original position and was now retracted into the coronary sinus. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.